Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The product was not returned to olympus. Based on the results of the investigation and the information provided by the customer, the power switch was broken. It is likely this is caused by the application of external forces. It is also noted that more than 7 years have passed since production of the subject device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause for the customer's experience can not be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during maintenance of a high definition lcd monitor, it was noted that the switch was bad. This was confirmed with the use of a different switch that would not fit in the monitor casing. There was no reported patient contact/impact.